Manufacturer narrative:
Evaluation summary: based on the damage to the packaging materials the product may have experienced excessive forces in distribution and handling. Cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specifications. As returned the outside carton shows damage in form of a crushed edge. The inner and outer cavities are also cracked.

Event description:
It is reported that the inside packaging was damaged upon opening.